Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Chair took off and ranaway by itself allegedly and went across the room and pinned a boy up against the wall. A child's tdx operated by itself, hit a table and knocked over another child sitting in a chair at the table. That child has rods in her back and has an appointment with her dr. Next week. Additional information is being sought.